Event description:
A report was received that the patient's ipg was completely depleted and would not take a charge. The physician elected to replace the ipg as monopolar electrocautery was used in a previous lead revision. The patient was given IV antibiotics as a precaution.

Event description:
A report was received that the patient's ipg was completely depleted and would not take a charge. The physician elected to replace the ipg as monopolar electrocautery was used in a previous lead revision. The patient was given IV antibiotics as a precaution.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The analog ic ((B)(4)) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current company labeling warns against the use of monopolar electrocautery. ((B)(4)). The use of electrocautery during the revision surgery prior to the explant procedure resulted in the reported complaint.